Manufacturer narrative:
Calibration and qc were acceptable. Sample material was received for investigation and tested with anti-hbs ii reagent lot 777942, expiration nov-2025, on a cobas e801 analyzer. Additionally, a neutralization test was performed. The customer's positive results were reproduced during the investigation: the anti-hbs ii result was 127 iu/l (positive). The results from the neutralization test indicate the sample is false positive. Single false positive results can occur and are within the specificity claim in product labeling. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number for 1 e801 analyzer was (B)(6). The serial number for the 2nd e801 analyzer was not provided. The competitor methods used for sample 1 were vitros and alinity. Sample material was requested for investigation.

Event description:
The initial reporter questioned positive results for 2 samples from the same patient tested for elecsys anti-hbs ii (anti-hbs ii) on 2 cobas e 801 analytical units. On (B)(6)2024 sample 1 results from both e801 analyzers were "positive." The result from one e801 analyzer was 153 u/l. The actual result from the 2nd e801 analyzer was not provided. The sample was sent to an external laboratory where the results from 2 competitor methods on (B)(6)2024 were negative (< 8 iu/ml). On (B)(6)2024 a 2nd sample was obtained and the results from both e801 analyzers were "positive." The result from one e801 analyzer was 174 u/l. The actual result from the 2nd e801 analyzer was not provided.